Event description:
Patient states inhaler did not spray correctly ever since she opened it. She verified the mouth piece is clean. She needs to use more often, and she needs to spray twice to get full amount. Dose, frequency and route used: inhale one puff every 3 hours. Therapy dates: (B) (6) 2010-(B) (6) 2010. Diagnosis for use: airway obstruction. Event abated after use stopped or dose reduced?: yes.